Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to the high blood glucose level (B)(6) 2018. The customer was alleging the insulin pump for under delivery of the insulin. The customer¿s blood glucose level at the time of the incident was 574 mg/dl. The customer¿s current blood glucose level was 311 mg/dl. The customer was unsure how he was treated. Customer was unsure whether he was wearing the insulin pump at the time of hospitalization or not. Customer was assisted with the troubleshooting. The insulin pump will not be returned for the analysis.